Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: a review of the pump¿s black box history showed that one unexplainable power reboot was recorded on (B)(6) 2014. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used for testing. The display screen was visibly damaged. During testing, the pump powered to a blank display with audio tones and vibrations functional. The pump case was removed and the display screen was found to be cracked in multiple places. There was no evidence of damage or loose components found inside the pump. The complaint that the pump was losing power intermittently was not able to be adequately investigated due to the blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.